Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the pulsed field ablation catheter was removed and prepped for use again, the guidewire was removed from the pulsed field ablation catheter and the array would not return to its normal position due to the array being inverted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012159316 was returned and analyzed. Visual inspection showed the catheter had an inverted array upon receipt. No other significant damage was observed. All electrodes were intact. X-ray imaging was used to verify if the inverted array had any broken wires inside; the electrode wires were intact. The catheter to a test catheter interface cable (cic) connection was evaluated. The catheter was connected to both the test cic and the returned cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The functional test was not performed due to the anomaly of the returned device. In conclusion, the reported issue of an inverted array was confirmed through testing. The catheter failed the returned product inspection due to the inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image data files were returned and analyzed. Two image files for the array of a loop catheter (lot/serial unidentified) were received. The shape of the array appeared to be inverted and unexpected. In conclusion, the inverted array issue was confirmed through data analysis. Analysis of the physical loop catheter is still pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.